Manufacturer narrative:
Exact date unknown, event occurred in years ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16702239. Product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 14286621.

Event description:
It was reported that the patient had an explant procedure due to unknown reason. The explanted ipg and paddle leads were not returned. No further information has been obtained despite good faith efforts.